Manufacturer narrative:
The product has not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated. Only one of the two viscoelastics is qualified for this product combination. The product investigation could not identify a root cause for the reported complaint. The explanted lens has not returned. Follow up was provided that indicated the implantation of the company lens was on (B)(6). Visual impression post-op 0.8p. However, the patient was unable to cope, and sensory adaptation problems possible. The lens was explanted on (B)(6). The very fibrin-fixed haptic could not be removed during explantation without major manipulation. The surgeon chose to cut the haptic and leave in the periphery. The hcp indicated that from a medical perspective, no impairment was expected and no further operations or medication would be necessary. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure,lens was explanted at initial procedure due to temporal haptics cannot be mobilized.the iol was cut in the middle and removed.the temporal haptics remains in the capsular bag and do not interfere. Surgery was completed with back up lens. There was no patient harm. Additional information was received stating fibrin-fixed haptic left in the periphery. Additional information was received stating lens was explanted at secondary procedure, was unable to cope, and sensory adaptation problems possible.